Event description:
The doctor placed the 5th coil in the procedure, a deltaplush (dfs 100308-20/g11127) but she couldn¿t detach it because in the hub there was not a connection to the connecting cable. She had to retrieve the coil and she used another one without issue. Per received clarification from rep on (B)(6) 2010 ; the entire connector was not missing; only 2 of the connector pins.

Manufacturer narrative:
The electrical connector could be fully plugged into the connecting cable with some friction encountered- no interference was found on the inside cavity walls of the electrical connector. The left and right posts are missing the lead-in chamfer. The electrical connector is missing the lead-in chamfer on the outside edge of the cavity. However, this did not have any effect on inserting the connecting cable's plug past this area. The returned parts have a rough finish on the floor of the cavity. The most likely root cause of the device positioning unit's (dpu) failure to connect into the enpower control cable (ecb) was due the misalignment of the electrical posts and the missing lead-inchamfer located at the inside diameter of both electrical posts of the dpu¿s electrical connector. A CAPA was opened to address the issue. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.